Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead has been dislodged and caused palpitations to the patient. The physician tried repositioning the lead, but it turned hard to get in position and decided to use another lead. This lead was explanted and was replaced. No additional adverse patient effects were reported.